Event description:
It was reported that during removal of the swg after the catheter was placed, the swg began to unravel so the user removed both the swg and catheter as one and opened a new kit to complete the insertion. A delay was reported, however, there was no add'l harm to the pt due to this delay. There was no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.